Event description:
A parent of the customer called to report that, after 30 hrs of operation, the pod initiated an occlusion alarm. Despite having administered multiple correction boluses, the customer's bg levels remained consistently high (259-351mg/dl) over nearly a 15 hr period. Large ketones were also experienced. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.